Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was evidence to support the following reported events based on medical records: aortic graft infection, explant, and death. The device, user, procedure, or anatomy relatedness of this event could not be determined due to the inability to rule out an index procedure mycotic aneurysm; however, the aortic graft infection is most likely procedure-related. The procedure-related harms identified were respiratory failure, renal failure, an additional surgical procedure, and abnormal blood loss. The patient passed away on hospitalization day five ((B)(6) 2019) following a complex series of operative procedures, including an axillo-femoral bypass in anticipation of graft explant on (B)(6) 2019, explant and multiple retroperitoneal and bowel debridements on (B)(6) 2019 with a 2.5l blood loss, followed by an exploratory laparotomy the next day ((B)(6) 2019) for repair of a stenotic superior mesenteric artery (sma) graft. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: b1, h1, h6; report type; remove product problem, patient code; remove 1924, method code; remove 4117, result code; remove 3233, and conclusion code; remove 11.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post op, the patient was successfully treated for a type ii endoleak by dr. (B)(6). Approximately four (4) month post op index procedure (date of event is unknown), the patient presented to a hospital with an infected graft, fever, and air in the (aaa) approximately. The patient underwent explant of the ovation graft, which required de-branching and was a complex procedure. It was stated that there were complications post explant procedure, which included renal insufficiency, paraplegia and the patient expired on an unknown date.